Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Pump passed sleep current measurement, active current measurement, self test and displacement test. Power error detected alarm due to j6 connector resistance issue. No blank display noted. Unit received with cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer was changing the battery and the device would not accept it. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer was able to get the display to return after pump restart. The insulin pump returned for analysis.